Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 400 mg/dl. Troubleshooting was done for high blood glucose. Advised customer to change the entire infusion set, reservoir and insulin and treat per health care provider's instruction. Customer's blood glucose went down to 360 mg/dl. Advised customer to monitor blood glucose. No further information provided